Event description:
It was reported that the patient was getting good therapy before and after her office visit, but during a clinician programming session the patient experienced an uncontrolled movement of her right arm upon interrogation with the 8840 programmer. The doctor said this occurs every time when interrogating the left neurostimulator. This also occurred when the reporter attempted impedance and battery measurements. It was not possible to take an impedance measurement due to the side effect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v126330, implanted: 2008 (B)(6), extension model 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: na; programmer model 7438, serial# (B)(4).

Event description:
Further follow up information received reported that the reason for the device replacement was normal battery depletion. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the patient's implantable neurostimulator was replaced. She was reported as dong well with no complaints. If additional information is received, a follow up report will be sent.